Manufacturer narrative:
Evaluation summary: the spider fx capture wire was received wrapped up with the filter assembly intact. A green terumo sheath was returned with a 0.018" gw loaded. The spider fx capture wire was inspected. A bend to the capture wire was noted at approximately 6cm from the distal tip of the spider fx filter assembly at an approximate 45 degree angle. Concurrent curves to the capture wire was noted at approximately 42cm and continued to 52cm. At the areas of observed bending, the ptfe coating was worn away possibly due to encountered friction. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a 12mm severely calcified lesion in the mid/proximal left superficial femoral artery (sfa). No tortuosity was reported in the 6mm artery and no abnormalities were reported in relation to anatomy. A 6fr terumo sheath, 0.014 6mm spider was used during the procedure. The vessel was predilated, vessel size 6mm. The IFU was followed. It was reported that during advancement severe resistance was experienced and that the nose cone detached above the cutting window while the device was still on the spiderwire but it remained attached to the wire. The device was removed and the physician upsized to an 8fr sheath. The procedure was completed using angioplasty. No patient injury was reported.